Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) and breath delivery (bd) central processing unit (cpu) printed circuit boards (pcbs). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 980 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported event.